Event description:
At about 1 month after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head, cup and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21-oct-2024: lot 2338643: (B)(4) items manufactured and released on 17-oct-2023. Expiration date: 2028-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch review performed on 21-oct-2024: cup: mpact 01.32.150dht acetabular shell ø50 two-holes t (k230011) lot 2339114: (B)(4) items manufactured and released on 04-mar-2024. Expiration date: 2029-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2349343: (B)(4) items manufactured and released on 05-feb-2024. Expiration date: 2029-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.